Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow up on an unknown date. Device interrogation revealed noise on the right ventricular (rv) lead. On (B)(6) 2021, the rv lead was capped and replaced. The patient condition was stable.